Event description:
It was reported an ongoing issue that the pump touch screen was navigating to different screens without user input. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.